Manufacturer narrative:
Device received with minor catches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test. However, device alarmed motor error during basic occlusion test due to force sensor resistor damaged by moisture. Unable to perform prime or a33 test, occlusion test or excessive no delivery test due to motor error alarms. Device passed self test, off no power test and all operating currents tested within the specific range. No failed battery test, back light anomaly or missing segments were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that scratches on screen makes it harder to read. The customer¿s blood glucose level was unknown. The insulin pump rejected new battery, also had unexplained no delivery alarm. The customer also reported that the insulin pump had dimmer backlight. The insulin pump will not be returned for analysis.